Event description:
Upon placing umbilical port, the internal seal on the versaone optical trocar with fixation cannula 5mm went into the patient's abdomen. The seal was removed from the abdomen, and the entire port was removed from the sterile field with all pieces accounted for was bagged and given to charge nurse.